Event description:
This patient is implanted with three leads with the same lot number. It was reported the patient is not receiving effective stimulation in her low back. The sjm representative met with the patient and lead diagnostics showed high impedances on one of the leads. Reprogramming was unable to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.